Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device did not fire. The surgeon was able to press the green button. They take another device to complete the case. There was no patient injury.